Manufacturer narrative:
Concomitant medical products: lumax lead, implanted: (B)(6) 2008; 1056t lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing during atrial fibrillation (af) events was noted on the right atrial (ra) lead. Possible twiddling was noted and lead pulled back. The lead was capped and replaced. No patient complications have been reported as a result of this event.